Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally entered an amount for carbohydrates into the insulin units field when entering values and delivered a bolus for (B)(6) units of insulin. At the time of the call, the customer's blood glucose (bg) level was 186 mg/dl. To correct for the over delivery of insulin, the customer consumed (B)(6)grams of carbohydrates, and attempted to deliver a correction bolus. Tandem technical support educated the customer on the bolus calculations of the pump. The customer declined further follow-up from tandem technical support and confirmed bg's would continue to be monitored closely.